Manufacturer narrative:
Combination product: yes.

Event description:
Lead was partially extracted due to high pacing impedance and high pacing threshold. Lead tip broke off during extraction and remains in the body.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.